Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2002. Approximately 17 years and 11 months later, the patient underwent a computerized tomography scan (¿CT scan¿) of abdomen/pelvis that showed the filter tilted with apex against the caval wall. Multiple struts perforated the ivc with one strut abutting the aorta and another contacting the vertebral body causing a bony reaction. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, bony reaction. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bony reaction are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d3/g1 (email) additional information: a2, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/aorta perforation, limited physical activity, pain/weakness, distress. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported limited physical activity, pain/weakness, and distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a filter due to physical trauma. Allegedly, the filter was removed via the percutaneous route on an unknown date since it was no longer needed. Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing filter struts perforation more than 3mm outside the caval wall with one strut contacting and likely perforating the adjacent aorta and, one strut directly impinging on the l3-4-disc space and l3 vertebra causing a bony reaction. Additionally, patient alleges mental/emotion distress, limited physical activity due to weakness and pain in their lower extremities and lower back.